Event description:
It was reported that a patient presented with a marker anomaly noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient will continue to be monitored. No adverse patient consequences were reported.